Event description:
In 2006, I had a colon re-section due to diverticulitis. As a direct result the developed a nine inch abdominal hernia. The same surgeon tried to suture it back together, it broke open almost immediately in great pain. It took almost a year to convince another surgeon, the hernia had reoccurred. The cts were just showing a bulge. He went back in labors optic and meshed under the muscle. Once again the pain never subsided. One more year passed, hesitantly, I returned to the same surgeon complaining the hernia is back. I had lost 20 lbs because I could only eat very small amounts of food or bloat putting pressure on the hernia. Wouldn't have anything to do with me. Went to another surgeon, he meshed over the muscle now worse off than ever. Going for my 4th surgery, chronic pain for 7 years now.